Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) viodv generator was unable to recognize the neutral electrode grounding pad. The issue was persistent even after changing the grounding pad. The customer received phone assistance from the technical support engineer (tse). The user was instructed to further troubleshoot by repositioning the neutral electrode grounding pad into the other side of the patient's body, ensure its proper orientation and then reboot the iesu viodv. The issue remained persistent. Following this an external generator connected to a monopolar energy instrument was used to complete the surgical task. The user continued with the procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system functionality was checked upon powering the system on and no issue was found at that time.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was unable to be reproduced during functional testing. Due to the reported persistent occurrence of the issue, the fse proactively replaced the integrated electrosurgical unit (iesu) viodv generator. After replacement, the system was further tested, operated without issue, and verified as ready for use. The replaced iesu viodv generator has been returned to isi; however, evaluation/investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted evaluation is completed and/ or if additional information is received. Verification via logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sk2379 matching the documented event details. A da vinci-assisted distal gastrectomy was performed using several energy instruments. This complaint is considered a reportable event due to the following conclusion: the customer replaced to an external generator after the start of the procedure due to a persistent issue with the integrated electrosurgical unit (iesu) viodv generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the replaced iesu viodv generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu with an in-house system found no functional issue. During testing, the iesu was able to recognize the instrument and ground pad. The foot pedals were energized and functioned properly for the cut and cautery functions.